Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed occurred on (B)(6) 2022 for transmitter with serial number 8y38q2. However, transmitter with serial number 8y3aq2 was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing/download was performed and passed. A review of the share logs was performed and transmitter failed was not found for serial number 8y3aq2 within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.